Manufacturer narrative:
This product is not marketed in th us. (B)(4). Conclusion code: off label, unapproved, or contraindicated use (patient under 21 years of age at the time of surgery). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, diopter -16.0, in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a shorter lens due to excessive vaulting and the problem was resolved. Patient post-op best corrected visual acuity was 20/20 on (B)(6) 2017.

Manufacturer narrative:
Device evaluation: product evaluation found lens returned dry in a micro centrifuge vial. Visual inspection found the haptic deformed, a piece of the haptic missing, and clear and white residue on lens. Lens was caught in the vial cap. (B)(4).